Event description:
On (B)(6) 2012, therakos received a call regarding a pt who had high blood pressure after ecp treatment and during dialysis. Pt received ecp on wednesday ((B)(6) 2012) morning, and dialysis in the afternoon. Doctor at the hospital then called nurse at the ecp treatment because of high blood pressure that happened on wednesday afternoon with the pt. The user facility reported when bp was high during dialysis, pt received 6 drops of nitrendipine (is a dihydropyridine calcium channel blocker).

Manufacturer narrative:
A review of the lot file for z753 was performed. The lot passed all release requirements. (B)(4).